Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed and found that when connected to an in-house system for functional testing, it did not provide video due to an electrical communication failure. The system was unable to communicate with the endoscope and displayed a ¿failed self-test¿ error. Additionally, the endoscope was not recognized (edt not recognize) during functional testing. Visual inspection identified mechanical damage, including a cracked distal window at the distal tip that could have led to a broken or detached piece in a location that could detach and fall into the patient. Visual inspection also identified cosmetic damage. The integrated connector housing on the endoscope cable showed discoloration, which was confirmed visually. The endoscope was evaluated and found to have a camera instrument adapter defect. During a friction/rotation test using a screening aid, the adapter did not rotate smoothly, and binding/noise was observed and confirmed. The adapter was removed and evaluated; an attached endoscope adapter (aea) shaft bearing was identified which contributed to the increased friction. During advanced failure analysis, the endoscope was connected to an in-house system for cable testing, and it failed due to a wpb defect. The complaint was confirmed by failure analysis. The probable root cause of the failed self test could not be determined based on failure analysis results. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause of the cracked lens is attributed to damage during use or improper handling. Accidental drops of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing can result in damaged optical components. A cracked window can also result in fluid invasion that may further the damage to optical components.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus would not calibrate. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the reported missing material/damage did not occur during use within a patient and occurred outside of a surgical procedure. There were no reports of fragments falling from the device while used within a patient. No fragments entered the patient, therefore no retrieval or follow-up actions were required. The patient did not return to the hospital for any post-surgical complications related to retained foreign material.